Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. Verified the touch screen failed. The cause of failure was due to heat damage on the inverter board. The issue was resolved by replacing the inverter board. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the screen on the cycler has become very dim. She reported it was too hard to see. She went to the settings from the ready screen and tried to make it brighter. She said the numbers were going up all the way to ten but the screen was not getting any brighter. She said that she tried more than once but it is not working. The cycler was replaced. During follow up the patient reported she was able to complete treatment using the cycler and did not have any missed treatments or adverse event. During evaluation of the cycler thermal damage to the inverter board was discovered.